Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to a low out-of-range pace impedance measurement less than 200 ohms. Additionally, a stored atrial tachy response (atr) episode revealed noise with oversensing. Technical services (ts) reviewed troubleshooting options and possible causes, including a possible insulation breach. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.